Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the methylene blue test was positive after the devices were used for anastomosis in an open bariatric procedure. There was a poor staple formation. Suturing was done in the staple line. The surgical time was extended by more than 30 minutes and the event lead to extend the patient¿s hospitalization for 4 days.